Event description:
Treatment of an aneurysm located in the ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.75mm x 16mm) could not be released from the capture coil despite several rotations of the pushwire. The pipeline was removed from the patient and the procedure was completed successfully with another flow diverter (5mm x 16mm). No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire and catheter. The evaluation could not determine the cause of the event since the pipeline was returned without the pushwire; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)